Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the header and electrode port identified no anomalies. An electrode was able to be fully inserted into the connector block without any issue. The setscrew was found to be operating normally. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements, oversensing, or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. Myopotential oversensing was noted, and was reproduced in the clinic. The sensing vector was reprogrammed to primary, where no oversensing was observed. An x-ray was performed, which revealed the device had migrated. The patient was to undergo new defibrillation threshold (dft) testing the following week. Technical services reviewed the device data and discussed that the shock impedance for the treated episode was higher than expected, at 155 ohms. It was not recommended to perform additional dft testing, as the position of the device was questionable and intervention was likely needed to reposition the device for proper sensing and shock therapy. No intervention has been performed at this time. No adverse patient effects were reported. Boston scientific received additional information. A revision procedure was performed, where it was observed that the device had too much space and had shifted around the suture. The device was explanted and replaced with a newer model s-ICD, that had two suture holes for securing the device in the pocket. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As of today, the device remains in service without intervention. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. Myopotential oversensing was noted, and was reproduced in the clinic. The sensing vector was reprogrammed to primary, where no oversensing was observed. An x-ray was performed, which revealed the device had migrated. The patient was to undergo new defibrillation threshold (dft) testing the following week. Technical services reviewed the device data and discussed that the shock impedance for the treated episode was higher than expected, at 155 ohms. It was not recommended to perform additional dft testing, as the position of the device was questionable and intervention was likely needed to reposition the device for proper sensing and shock therapy. No intervention has been performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As of today, the device remains in service without intervention. This report will be updated when additional information is received. The explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. Myopotential oversensing was noted, and was reproduced in the clinic. The sensing vector was reprogrammed to primary, where no oversensing was observed. An x-ray was performed, which revealed the device had migrated. The patient was to undergo new defibrillation threshold (dft) testing the following week. Technical services reviewed the device data and discussed that the shock impedance for the treated episode was higher than expected, at 155 ohms. It was not recommended to perform additional dft testing, as the position of the device was questionable and intervention was likely needed to reposition the device for proper sensing and shock therapy. No intervention has been performed at this time. No adverse patient effects were reported. Boston scientific received additional information. A revision procedure was performed, where it was observed that the device had too much space and had shifted around the suture. The device was explanted and replaced with a newer model s-ICD, that had two suture holes for securing the device in the pocket. No additional adverse patient effects were reported.